Event description:
It was reported that the patient had an inappropriate shock due to a change in the intrinsic morphology during a supra-ventricular tachycardia episode. The patient was standing at the time of the shock. Technical services reviewed the data and found a similar episode that happened last year. Technical services discussed some options with the caller. The clinic has now reprogrammed the sensing vector to the alternate vector. There were no additional adverse patient effects. The system remains implanted.